Manufacturer narrative:
Follow-up # 2 date of submission 09/10/2013 - device evaluation:unrelated to the complaint, evaluation revealed a crack in the battery compartment threads.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The up arrow keypad button reportedly was hyperscrolling, the down arrow and ok keypad buttons reportedly were intermittently unresponsive and the contrast button was reportedly responsive to button presses. It was noted that the keypad was peeling half way. No moisture was noted to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/23/2013 with the following findings:the keypad cover was found to be peeling up near the ok button. During testing, all keypad buttons were found to be intermittently unresponsive and required increased force to engage. The complaint of the buttons causing scrolling was unable to be duplicated. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was discolored. A test display was inserted and found to function properly with no visible signs of discoloration.